Event description:
The customer's father reported via phone call that the insulin pump alarmed motor error while the customer was asleep. It was stated that the customer had been having high blood glucose and ketones all day and reverted to manual injections. Customer's blood glucose was 21.4 mmol/l. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the basic occlusion and displacement tests. No motor error alarms were noted. However, it was unable to prime during the prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. The device was received with cracked case at display window corners and battery tube threads, minor scratched display window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.